Event description:
It was reported the patient cannot exit MRI mode. As a result, surgery may take place in the future to address the issue. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Additional information revealed that this is not related to the fsca.

Manufacturer narrative:
Additional information revealed that this is not related to the fsca.

Manufacturer narrative:
It was reported the ipg met or exceeded 75% expected longevity. Patient may have the ipg replaced in the future. There is no device malfunction.